Event description:
An apparent lead perforation was reported by a competitor. The patient's blood pressure dropped and a pericardial centesis was performed. Medications and fluid were administered and the patient was believed to be stabilized.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided.